Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump emitted multiple loss of prime alarms. The pump was primed but the pump emitted another loss of prime alarm later that day. Reportedly, the pump was primed again and the next loss of prime alarm occurred about a week later. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.